Event description:
On the subsequent day to the event reported as (9680602-2010-00002) it was reported that during a surgical procedure in a different operating room, using a different anesthesia machine, during visual inspection of the device at the patient end, which was attached directly to an laryngeal mask airway, there was a pool of water which created a risk of entering the patient¿s airways. This water had gathered between the filter and the laryngeal mask airway. The device will be available for evaluation.

Manufacturer narrative:
Two devices were returned by the reporter were evaluated in the firm's laboratories. Visual examination of the returned devices confirmed that they were both representative of current manufactured product in terms of construction. Air flow testing at rates between 10 and 90 l/min were then performed prior to and following a liquid water challenge on the returned devices and the results obtained were compared to a control device from our (B)(6) stores. The returned devices and the control device exhibited resistance to air flow similar to that typically expected for this model of device. Subjecting all three devices to a liquid water challenge did not result in water passing through the media (i.e. They passed a hydrophobicity test). After the liquid water challenge had been performed the devices were again subjected to air flow testing. The resistance to air flow results that were obtained for all three devices were within normal parameters, confirming that the hydrophobicity of the media had not been compromised. Furthermore a review of manufacturing records has confirmed that the involved lot number was manufactured and qc tested in accordance with documented procedures and met all criteria required for release. No reports of this nature were reported from other users to whom devices from the lot had been shipped. Summary: testing of the returned devices could find no abnormalities in the device. The cause of the reporter's observations was indeterminate. Unless substantially significant information becomes available, this constitutes a final report.